Manufacturer narrative:
(B)(6) diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2023, the patient experienced an unknown message on the screen. He began feeling unwell but did not lose consciousness. His family took him to the emergency room (ER). He did not remember bg values or details of other treatment at the ER, but did remember that blood work was done, no IV¿s were started and he was given orange juice to drink. He returned home the same day after his bg level stabilized. During the follow up call with the patient on 7/21/2023 he could not remember the exact message on the screen at the time of the event, and did not know if it was no readings, sensor error or signal loss, or something else, but he was not receiving cgm values consistently. He kept the receiver in his shirt pocket and was now using his glucometer to make treatment decisions. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.